Manufacturer narrative:
The pump passed the displacement test. No blank display was noted. The pump alarmed motor error during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion tests due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self test and off no power tests. The motor was tested outside of the device and it passed. Unable to verify the motor position encoder error alarm in the alarm history due to an over written history file with alarms due to a corrupted history file. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 114 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was in the customer's gym bag with her cell phone. The device alarmed with a motor position encoder error. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.